Event description:
The patient experienced low blood glucose levels and her doctor advised her to reduce the basal rate by 60% during the night. As a result, her blood glucose elevated to 420 mg/dl and she was admitted to the hospital with symptoms of hyperglycemia and ketoacidosis. She was treated with insulin via pen. She was hospitalized for 6 days. The infusion device and infusion set were requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.